Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - when were the sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify (sutures broke during the handling and during the use) - please provide the source or name of person providing answers to follow-up questions: (please refer the attached email) when did the two needles break (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Correction needed : the suture broke not the needle - 1012cz was not recognized. Please provide the correct lot number of 8725h. Lot # (sdbase) - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (Please refer the attached email) rn- cardiac team she was in on the procedure. Correct event description "it was reported to the sales rep that, the suture broke. There were no patient adverse event. Product is not for return.

Event description:
It was reported that a patient underwent a knee procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported to the sales rep that, the suture broke. There were no patient adverse event. Product is not for return. No adverse patient consequences were reported. Additional information was requested.